Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of the battery no longer charges fully was confirmed. The site rite 8 was visually inspected upon receipt and was found to be in good physical condition. The battery prematurely shuts down abruptly. The root cause of the reported issue is an internal li-ion battery failure. The device was serviced, tested, and returned to the customer. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Per biomed - the battery no longer charges fully. It will only charge to 75% and then runs for 20-30 minutes before deleting to 0% and shutting off.